Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system exhibited over-sensing on the right atrial (ra) channel. Technical services (ts) reviewed and stated that double counting of the atrial beat was observed. Ts discussed programming options. The device and this ra lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).